Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse fentanyl [50.0 mcg/ml] at 27.569 mcg/day, and bupivacaine [30.0 mg/ml] at 16.541 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving fentanyl [30 mcg/ml] at an unknown dose and bupivicaine [30 mg/ml] at an unknown dose via an implantable pump for chronic pain and spinal pain. It was reported on (B)(6) 2017 that the pump was alarming due to a motor stall on (B)(6) 2017 and that it recovered then continued to occur. There were no known contributing factors. Diagnostics or troublshooting performed was unknown. Surgical intervention occurred on (B)(6) 2017 to replace the pump and resolve the issue. It was indicated that the pump that was explanted and replaced on (B)(6) 2017 would be returned and that the hospital had possession of the product and further detailed that the pump was presently in pathology for analysis and that they would be notified when it was ready for return to the manufacturer. The patient status was ¿alive ¿ no injury¿ at the time of the report (note this is conflicting with the report that surgical intervention occurred). It was indicated that the issue was resolved at the time of the report. No further complications were reported or anticipated. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.